Event description:
Pt purchased cygnus inc's glucowatch biographer blood glucose-not-testing device. This is a watch that -doesn't- check blood glucose levels every 10 minutes in diabetic pts. The device is very costly to own and operate and does its users no good. It skips almost every test, and then shuts down. On top of that it is almost completely inaccurate, at blood glucose levels of 150 mg/dl it will tell pt they are 40 mg/dl or 70 mg/dl, just whatever it feels like. It also burns big spots in their skin every use. Please revoke the approval of this defective device, -before it gets to the children-.